Event description:
It was reported that 5 patients underwent unknown surgical intervention of the hip due to infection, but were not revised.

Manufacturer narrative:
Information was rec'd via published literature: http://www.ncbi.nlm.nih/gov/pubmed/25399966. This event is reported through a journal article that studies short-term survival of the trabecular metal cup in comparison to similar cups used in acetabular revision surgery. As a result no devices or photos were rec'd; therefore the condition of the components is unknown. The part numbers and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. These (B)(4) design controlled trilogy acetabular shells are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection.